Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no information to suggest that the device had malfunctioned.

Event description:
Patient knee revised due to instability. Surgeon wanted to downsize and stem the femur to a size 3. He did not want to revise the tibial tray as it was well fixed. The tibial tray is a size 4. The surgeon was aware of the mismatch in size.